Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: based on the lot number provided, the manufacturing date of the device was in the month of december 2014 but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported failure was most likely due to user mishandling, such as impact dropped. The final root cause was unable to be identified. The following is included in the instructions for use: "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation has confirmed the customer reported issue of "tip chipped". Device evaluation , service repair noted the device beyond economic repair due to pin holes found on sheath. Cracks found on beak. Corrosion/rust/stain observed on the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "tip chipped", device was sent for repair. The issue found during device reprocessing. No patient or other person was affected or involved in the event. No harm was reported. No patient harm, no user injury reported .